Manufacturer narrative:
This event is recorded by zimmer biomet under cmp- review of the most recent repair record determined the swivel was loose, the neck and machined head were damaged, and the device was out of calibration. The swivel, head, control bar, control shaft, lever, motor, and various other parts were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that before surgery the unit was not cutting properly. There was no harm or injury to patient as there was no patient involvement. No delay was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.